Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer could not control the movement of the tip of the fenestrated bipolar forceps (fbf) instrument, that is, the surgeon was moving but the instrument would not synchronize the movement of the surgeon, and the wire of the fbf instrument was found to be broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer tried to move the instrument but it would not synchronize the movements to the customer. The instrument remained static. The movements of the surgeon did scale appropriately to the instrument. The instrument did move in the intended direction; there was no issues with directions. The timing of instrument movement was appropriate. The instrument is available for return to isi.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.